Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the oversensing and incorrect interpretation of signal were observed on the device which resulted in inappropriate high voltage therapy being delivered. Technical support was contacted and suspected that undersensing on the atrial channel due to small signals may have been the cause of the incorrect interpretation of signal. The patient was prescribed medication to resolve the event. The patient was stable and will continue to be monitored.